Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not being able to be read with consult. Various troubleshooting technics were aplied without success. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
According to field representative, there was no actual malfunction. They were not putting wand in correct place. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not being able to be read with consult. Various troubleshooting technics were aplied without success. According to field representative, there were no actual issues. They were not putting the wand in the correct place. The ICD remains in service. No adverse patient effects were reported.